Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip would not articulate freely, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has investigated the complaint and confirmed the customer reported tissue. Failure analysis investigation found the primary failure of failed intuitive motion to be related to the customer reported complaint. A visual inspection found no signs of physical damage. The large hem-o-lok clip applier instrument was tested on an in-house system and passed the recognition and engagement tests. However, the instrument exhibited imprecise motion when the master tool manipulators (mtm)s were manipulated, and the grip tips were not moving smoothly. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the large hem-o-lok clip applier instrument would not articulate freely. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure was not related to the inability to move the instrument. The movements of the surgeon scale appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument was appropriate. There was no shakiness. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The issue was persistent. Tried reloading the clip, rotating the tip without success, seemed to move freely when not in the patient, but would not respond when attached to the system. The unexpected motion did not occur during clip closure. At the time of the event, the clip did become dislodged and fall into the patient. The clip was retrieved. The drape will not be returned. The instrument was inspected prior to use and there was no damage detected.